Event description:
Boston scientific received information that upon interrogation this right ventricular (rv) lead exhibited loss of capture (loc) and low out of range pacing and shocking impedances. The lead was surgically abandoned and replaced without incident. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.